Event description:
An rn obtained a blood sample from a patient and placed the filter cap on the syringe as usual. While expressing the air from the sample, the syringe allegedly broke and the rn experienced blood exposure on their face. The hospital reported that the syringe was broken at the base of the syringe luer. The nurse washed their eyes and face at the sink and went to the ER. No injury reported.